Event description:
It was reported to gems that advantage sim 4.1.8 calculated incorrect angles for use in radiation therapy. These incorrect angles (correct magnitude, wrong direction) are calculated only for the case of a therapy machine consisting of an iec standard collimator and a non-iec standard table. This was discovered during an in-house engineering eval. There was no injury, mistreatment, or damage. The cause was software related with the new release of this verion. Forward production has been corrected and field correction has been issued for approx. 20 units.